Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ovarian resection, the tip of blade was dropped off outside the body. There were no adverse consequences to the patient.